Event description:
It was reported that the implantable cardiac monitor exhibited a telemetry anomaly. The anomaly was resolved by technical support.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.